Manufacturer narrative:
Production batch history records were reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot. Failure mode was not confirmed for this complaint due to no pictures or samples sent for analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no.: 930815ns and batch no.: 0255760. It was reported by the distributor that the device was dirty/stained. Per report: dirty/stained.

Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available.

Event description:
It was reported by the distributor that the device was dirty/stained.